Event description:
It was reported that during the implant attempt, it was not possible to completely tighten the setscrew on the device, and further attempts to tighten, even after changing the wrench, resulted in the setscrew coming out of the header. The device was not used, and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated a loose/detached set screw, and found a set screw with a rounded socket. (B)(4).